Event description:
I used fixodent from approx 2008 through (B)(6) 2011. While I was using fixodent I began having numbness - tingling in my hands- headaches - loss of memory and pain in my entire body. In (B)(6) 2011, I was diagnosed with zinc poisoning resulting in very low copper levels. This poisoning led to permanent neuropathy, and requires continued medical care. Used 3 time a day.